Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing a communication issue between the remote control and the implantable pulse generator (ipg). Trouble shooting was attempted, however, communication between the remote control and ipg could not be established. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing a communication issue between the remote control and the implantable pulse generator (ipg). Trouble shooting was attempted, however, communication between the remote control and ipg could not be established. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The investigation concluded that the reported event of the patient experiencing a communication issue between the remote control and the ipg was not confirmed. The device passed all tests performed and exhibited normal device characteristics. Therefore, no problem was detected with this ipg.